Event description:
It was reported that a user observed a blood glucose of 325 mg/dl without receiving a high-glucose alert from the ilet or dexcom, was educated that the ilet alerts for values above 300 mg/dl only if sustained over 90 minutes, had recently eaten with a partial meal announcement, and changed the infusion set location from upper buttocks to abdomen without abnormalities noted, after which glucose began trending down. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, no use of backup therapy beyond a meal announcement, and no assistance required. Investigation included complaint intake review and product-use troubleshooting with education regarding meal announcements and alert criteria. Investigation of this case revealed user-related use pattern contributing to hyperglycemia due to unannounced additional carbohydrate intake, with no device malfunction observed and infusion set placement considerations discussed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete meal announcement and site-absorption variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.